Manufacturer narrative:
After battery installation, device powered up with a white display with a gray spot in the middle of the screen. The problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, or self due to missing segment/partial display. Device had cracked battery tube threads, cracked case. Device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was fell and had white screen and beeping. Customer stated that insulin pump had crack on the battery case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.